Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. A brown material was covering electrodes 3-4. In addition, electrodes 3-4 were displaced. The brown material noted on the catheter shaft was sent for further investigation and was determined to be biological. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the biological material on the catheter shaft and the displaced electrodes remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming displaced electrodes on the catheter and a formation of a biological substance on the tip of the catheter.